Event description:
The probe was recovered from the patient¿s body using forceps. It was confirmed that this incident did not result in patient harm or cause a procedural delay.

Manufacturer narrative:
The device was evaluated by olympus, and the customer's complaint (broken probe) was confirmed. The evaluation results are as follows: the probe was broken at 7,8 mm from the distal end. Scratches on the broken surface of the probe were observed and the coating of the scratched area was peeled off. The crack was observed to be progressing from the scratches. The tissue pad was worn out. No scratches or contact marks were observed on the non-insulated area of the grasping section. Based on further investigation results, a likely cause of the reported event (broken probe) was due to the following mechanism: 1) during the output activation in "seal & cut" mode, the probe encountered hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3) a force to activate the output in "seal & cut" mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4) a force was applied to the probe causing it to break. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for evaluation, the root cause could not be determined. However, based on past investigation results, the broken probe was likely caused by the following mechanisms: 1. During output in ¿seal & cut¿ mode, the probe encountered hard tissue, metal, or a surgical instrument. Consequently, the probe was scratched. 2. The probe received an output load in ¿seal & cut¿ mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke due to the added load. 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches (indicating that the probe and grasping section were in contact with each other) were made. 4. The probe received an output load in ¿seal & cut¿ mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke due to the added load. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after the tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported on behalf of the customer that the tip of the thunderbeat 5 mm, 35 cm, front-actuated grip type s broke while inside the patient during a laparoscopic surgery. The broken piece was placed inside the retrieval bag together with the specimen and was removed. There was no harm or user injury reported due to the event.